Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure due to a refractive error and a possible mislabeling. Further, it was reported that the incision was enlarged. No further information has been provided.

Event description:
Additional information was provided stating that the patient''s post operative visit at three weeks indicated that the refraction was -2.25, not plano.

Manufacturer narrative:
The manufacturing record review was performed for model z9002 serial number (B)(4). All process operations presented in the manufacturing record from molding to boxing were in compliance with manufacturing instruction specifications. No quantity discrepancy was found. No deviation or nonconformance (ncr) was generated when this production order was manufactured. The following manufacturing operations documentation were reviewed in details directly related to the complaint type reported of labeling, unexpected postop refraction. At the diopter inspection operation process the lenses are measured 100% for diopter power, resolution, and astigmatism. The copy of first and last packaging labels that was attached to the production order showed that the packaging was issued according to label request form. In manufacturing at the final inspection process, the lenses are 100% cleaned and inspected at 10x microscope magnification for defects. The operators perform a measurement inspection and disposition according to specification for visual inspection of silicone intraocular lenses. The documentation shows that the product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Additional information: eye affect was the right eye. A replacement lens was placed to completed the procedure. Replacement lens was of the same model but different diopter (z9002 diopter 24.0), serial number (B)(4). Patient was noted to be doing good, post-operatively. Implant date: added date. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4) - refractive error, incision enlargment, explant of lens. Possible mislabeling of lens.all pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was evaluated by the (B)(4) staff. A silicone three piece lens model z9002 was provided to (B)(4) for evaluation of diopter power. Testing for diopter power was conducted three times on the same lens. The average measured diopter power equaled 26.41 diopters. The lens labeled diopter power was 26.5 diopter. Lens met specification. The intraocular lens was investigated by the manufacturing site. The lens was inspected at 10x microscope magnification. Loose particles were observed on the sample compatibles with handling the lens out of the sterile environment. Evidence of viscoelastic residues, ovd (ophthalmic viscosurgical device) was detected indicating the device was handled and prepared for surgical use. The sample was observed with the characteristic of silicone material and lens part has frosted edge which is typical in silicone lenses, model z9002. No manufacturing defects were observed. Visual testing was performed and the investigation did not suggest any manufacturing fault for the complaint. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The patient had a refraction in their right eye of +5 -1 at 95 prior to the lens implant surgery on (B)(6) 2014. All pertinent information available to abbott medical optics has been submitted. Placeholder.